Manufacturer narrative:
(B)(4)

Event description:
It was reported that the atrial lead exhibited noise. The lead was capped and replaced on (B)(6) 2016. The patient's condition post procedure was stable.